Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
On (B)(6)2019 , a customer reported that their child received a low reading of 61 mg/dl at 12:40 am with the use of the adc freestyle libre sensor. The child was asymptomatic however was initially given sugar for treatment by his parents. At 12:45 am, a subsequent sensor scan reading of 81 mg/dl was obtained. Furthermore, at 1:00 am, the child received a low sensor scan reading of 62 mg/dl in comparison to a reading of 300 mg/dl obtained on the built-in reader. The child's parents injected him with 0.5 units of insulin (type unknown) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2019, a customer reported that their child received a low reading of 61 mg/dl at 12:40 am with the use of the adc freestyle libre sensor. The child was asymptomatic however was initially given sugar for treatment by his parents. At 12:45 am, a subsequent sensor scan reading of 81 mg/dl was obtained. Furthermore, at 1:00 am, the child received a low sensor scan reading of 62 mg/dl in comparison to a reading of 300 mg/dl obtained on the built-in reader. The child's parents injected him with 0.5 units of insulin (type unknown) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information - (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and on the returned sensor patch, no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
On december 20, 2019, a customer reported that their child received a low reading of 61 mg/dl at 12:40 am with the use of the adc freestyle libre sensor. The child was asymptomatic however was initially given sugar for treatment by his parents. At 12:45 am, a subsequent sensor scan reading of 81 mg/dl was obtained. Furthermore, at 1:00 am, the child received a low sensor scan reading of 62 mg/dl in comparison to a reading of 300 mg/dl obtained on the built-in reader. The child's parents injected him with 0.5 units of insulin (type unknown) as treatment. There was no report of death or permanent injury associated with this event.